Event description:
The advocate called for help with the customer's contour ts meter. During the call, she performed control tests and received a result of 13 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.